Event description:
It was reported that during a da vinci-assisted liver resection procedure, a fragment from the hinge of the prograsp forceps instrument fell inside the patient. A defective malposition of the prograsp forceps instrument was observed after 107 minutes of use. The prograsp forceps instrument was used for liver retraction but was not constantly in the surgeon's field of vision for an unspecified reason. After the instrument was removed from the patient, it was noticed that a fragment was missing. The customer did not observe how or when the fragment broke off. Despite searches inside and outside the situs, the small instrument fragment was not found. The customer indicated that it is possible that the fragment was aspirated through a laparoscopic aspirator. A synchroseal instrument was used to complete the procedure robotically. A CT scan was performed before a second planned robotic surgery on the rectum, but the fragment could not be distinguished due to several metal clips used for the initial liver operation. Thus, the location of the missing fragment remains unclear. There have been no post-surgical complications related to a potential retained foreign body. The patient remains hospitalized, and the defective device has been sent to intuitive surgical, inc. (Isi) for review.

Manufacturer narrative:
The prograsp forceps instrument has been received a for failure analysis evaluation. The instrument was found to have the grip axis pin missing from the grips. The pin, measuring approximately 5.08 mm (length) x 1.85 mm (diameter) was not returned with the instrument. The instrument grips and other components adjacent to the dislodged pin did not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.